Event description:
It was reported that balloon rupture, deflation issue and removal difficulty occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified pulmonary artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During the first inflation at 30 atmospheres for 8 seconds, the balloon ruptured from a pinhole. Upon removal, the balloon could not be completely deflated and could not be retracted into the sheath. Consequently, the entire device was removed together with the system. The procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture, deflation issue and removal difficulty occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified pulmonary artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During the first inflation at 30 atmospheres for 8 seconds, the balloon ruptured from a pinhole. Upon removal, the balloon could not be completely deflated and could not be retracted into the sheath. Consequently, the entire device was removed together with the system. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated e1: initial reporter email. Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. Blood was present in balloon. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 3mm distal of the proximal markerband. The investigator was unable to do a deflation test due to the balloon pinhole leak. The recommended sheath size as per pcb2cm specification ps3010 for this device is a minimum 6fr. On analysis, the investigator was unable to insert/advance the device through a boston scientific 6fr sheath as was unable to apply a vacuum to fully deflate the balloon due to the balloon pinhole and also was unable to do a withdrawal test. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple shaft kinks. This concludes the product analysis.